Manufacturer narrative:
Date of event is unknown. Additional device product codes: hwc, ktt. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that patient underwent open reduction internal fixation procedure on aug 15, 2017. Approximately ten months post-operative, on an unknown date, the plate broke while the patient was walking under heavy load. On (B)(6) 2018, patient underwent revision surgery with positive outcome. Concomitant medical products: cerclage fix f/lcp 4.5/5 sst (part# 281.002, lot# l370123, quantity 3). This report is for one (1) 4.5mm broad lcp® plate 14 holes/260mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 226.641, lot# 2135436. Manufacturing location: (B)(4), release to warehouse date: may 09, 2005. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product investigation was completed. As received condition, the plate was broken at the hole 7 (counted from the right side). The plate has several scratches on the surface. Furthermore, there were several abrasions and injuries on the surface within the holes; especially around the breakage point. The laser marking was readable and the plate was returned in a different packaging from the original one. Since the received plate was broken, the functional test was not completed. All dimensions of the plate received which are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. In addition, during the manufacturing investigation all relevant features have been inspected and they have passed its specifications. Thus, a manufacturing issue can be excluded. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. The received condition of the complaint agrees with the complaint description since the plate was broken as claimed by the customer. However, from the manufacturing point of view this complaint was rated as not confirmed since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications. Since no manufacturing issue was detected, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.